Event description:
Pt had gastric band placed. Band has "stopped working." Needed removal of gastric band and replaced under laparoscopic surgery in 2004. Sent to pathology. It is possible band was defective.